Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hospital representative reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was over 600 mg/dl. Troubleshooting on the insulin pump was not performed. Customer¿s parent was unable to be reached to troubleshoot the insulin pump and get information about the hospitalization. The insulin pump will not be returned for analysis. Frn-mmt-332-reservoir infusion set unomedical infusion set